Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" as well as an occlusion alarm. It was reported that pressing the "stop" key was unsuccessful so the batteries were removed to cancel the alarm. No adverse patient effects were reported.